Event description:
The 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the analog interface pcb. The unit passed its acceptance tests.